Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the sheath of the rosch-uchida transjugular liver access set was found to be blocked at the junction during flushing. It did not make patient contact, and there were no injuries or additional procedures reported. It was further noted that it was occluded at the extension tube.